Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer has reported that the device is triple chirping. There was no negative patient impact.

Manufacturer narrative:
(B)(4).